Event description:
This device was used during a sca of a (B)(6) male. The patient survived the event, but the user reported that the device failed to shock and that the voice prompts from the AED were barely audible.

Manufacturer narrative:
Info obtained from this device confirmed that after 1 minute and 43 seconds the device sounded the ¿shock advised¿ prompt but the on/off button was pressed before the instruction to press the shock button had been given. Two minutes after this the device was switched on but was switched off immediately. When the device was powered up again the device resumed analysis and after a period of CPR the device sounded the ¿shock advised¿ prompt and after 2 seconds the device sounded another 3 times but the shock button was never pressed. The investigation did confirm a fault with the speaker driver, which is a component within the speaker amplifier circuit, which caused a slight reduction of the overall volume. It was also confirmed that the device volume. It was also confirmed that the device volume was not set to the maximum level. The pad pak which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.